Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with bladder suspension; breast reconstruction with right unilateral trans rectus abdominis myocutaneous flap, and closure of abdominal defect from tram flap on mesh reinforcement of abdominal defect due to sui, pop, a history of metastatic breast cancer and acquired deformity of the right chest after breast cancer. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal tissues, infection, urinary, dyspareunia and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.